Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: müller d, lazic I, schlossmacher b, lallinger v, hirschmann mt, von eisenhart-rothe r, pohlig f. Robotic arm-assisted total knee arthroplasty reduces postoperative inflammatory response and blood loss compared to manual total knee arthroplasty: a matched-pairs analysis of 688 patients. Knee surg sports traumatol arthrosc. 2025 sep 9. Doi: 10.1002/ksa.70054. Epub ahead of print. Pmid: 40923399. Objective/methods/study data: the aim of this study is to evaluate post-operative systemic inflammation in a large patient cohort. Between october 2019 and june 2024, a total of 688 patients who underwent ratka 344 patients (54 female/46 male) (robotic arm-assisted total knee arthroplasty) and mtka 344 patients (54 female /46 male) (manual total knee arthroplasty). Ratka was performed with the mako robotic system and the triathlon® total knee system (stryker). For mtka, the attune knee system (depuy synthes) was used. Lot, model and catalog numbers are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: attune knee system (depuy synthes. Adverse event(s) and provided interventions possibly associated with unk knee construct attune (qty: 11) -n=11; blood loss with symptoms of anaemia requiring blood transfusion.